Event description:
The user facility reported that due to the patient's anatomy, resistance was met while attempting to place an impella 5.5 pump for patient support. While removing the guidewire, it was noted that the pump pulled back into the ascending aorta. The pump was removed and it was discovered that the cannula and catheter were severely bent. A new pump was subsequently placed for planned support. There was no patient harm.

Manufacturer narrative:
The impella device has not been returned for evaluation. However, investigation is in progress. A supplemental report will be submitted upon completion of the investigation. The failure modes are being monitored and trended.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8 should have been left blank in the initial report.